Event description:
It was reported to philips that the system's geometry movements were only possible to a limited extent. The system was in clinical use when the issue occurred. There was no patient or user harm reported. Philips has started an investigation of this complaint.